Event description:
On (B)(6) 2011, a spontaneous report by a physician was received from a company rep regarding a (B)(6) female who received an injection of restylane-l ((B)(4)). On (B)(6) 2011, add'l info was received from the reporting physician. Based on the info received, the case was upgraded to non-serious, unexpected. Medical history included previous injection of juvederm (cross-linked hyaluronic acid dermal filler) and botox (onabotulinumtoxina), without problems; celiac sprue; and no history or allergies or hypersensitivity reaction. The pt's skin type was reported as "fitzpatrick 2-3." Concomitant medications were reported as unk. The pt's face was washed with an alcohol pad prior to the restylane-l injection. The pt received a 1.0 cc injection of restylane-l from a 1.0 cc syringe on (B)(6) 2011. To the bilateral tear troughs (0.4 cc to each tear trough) and to the bilateral nasolabial folds (0.1 cc to each nasolabial fold). The pt did not receive any pre-procedure medication. No add'l procedures were performed at the time of implantation. On (B)(6) 2011, it was reported by the company rep that on (B)(6) 2011, after the implantation, the pt experienced redness and swelling to the right nasolabial fold superior to the lip. No add'l info was provided. On (B)(6) 2011, add'l info was received from the reporting physician, who identified herself as the injecting physician. On an unspecified date in (B)(6) 2011 (reported as, "within (B)(6) days after the implantation"), the pt contacted the injecting clinic to report that she had developed a lot of swelling under her eyes and that her eyes were puffy. The pt was reassured that "that could be a normal reaction." On an unspecified date in (B)(6) 2011 (reported as, "(B)(6) weeks later"), the pt was seen at the injecting clinic for a f/u appointment. At this visit, the pt reported that she continued to have ongoing swelling/puffiness to both eyes, and that the swelling/puffiness would alternate between the right and left sides, and at times would fully resolve but then recur. Upon examination of the pt, the pt's eyes were noted to be very puffy and were without redness or erythema. A small nodule was noted to the pt's right nasolabial fold. The right nasolabial fold was additionally noted to be sensitive and tender, with possible induration. On (B)(6) 2011, the pt was prescribed a 7 day course of keflex (cephalexin) 500 mg 3 times daily. On an unspecified date and time in (B)(6) 2011, after the keflex was started, the pt seemed to get a little better, but none of the pt's symptoms had fully resolved. At of an unspecified date in (B)(6) 2011 (reported as, "(B)(6) week after the keflex was started"), the pt's nasolabial symptoms were ongoing. On (B)(6) 2011, the pt's antibiotic prescription was changed to augmentin (amoxicillin and clavulanate) 500 mg for 10 days. The pt was referred to a plastic surgeon for further f/u. On an unspecified date in (B)(6) 2011, since starting the augmentin, the pt seemed to be doing better and felt better. On an unspecified date in (B)(6) 2011 (reported as, "when the pt was almost done with the augmentin"), the pt experienced unspecified "stomach complaints" and was advised by the plastic surgeon to discontinue the augmentin. On an unspecified date in (B)(6) 2011, (reported as, "within (B)(6) days of stopping the augmentin"), the pt contacted either the injecting clinic or plastic surgeon with complaints of increased redness and tenderness to the right nasolabial fold. According to the reporting physician, the plastic surgeon was "stumped as to what exactly was going on and did not seem to think it was skin contamination that caused the issues, but was concerned there was an infection from some source." The injecting physician further reported that, "nothing stuck out in her mind as being any different; the injection area of the pt's face was washed with an alcohol pad and a brand new syringe was used for the injection. The injecting physician additionally reported that "they do not reuse or save unused portions for later injections. As of (B)(6) 2011, the swelling of the pt's right eye had resolved. The persistent swelling/edema of the pt's left eye and the "symptoms" to the pt's nasolabial fold were ongoing. As of (B)(6) 2011, no laboratory tests had been performed. The pt had been diagnosed with cellulitis and was noted to be "very upset and unhappy at this." The pt was no longer going to be following up with the injecting physician. The plastic surgeon had continued to f/u with the pt and had referred the pt to an infectious disease specialist. The injecting physician felt that the restylane-l treatment caused the reported events. The injecting physician assessed the severity of the reported events as severe. The lot number and exp date were reported as (B)(4) and nov-2011, respectively. Company comment: the event of gastrointestinal disorder has been assessed as unrelated to restylane-l.